Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis and inspected. Upon receipt the ICD was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. The lead under complaint was found cut 13cm distal to the is-1 connector pin into two segments. A proximal and a distal lead fragment were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the extraction procedure. The analysis showed multiple signs of abrasion along the lead fragments. In particular, 18cm and 14cm proximal to the lead tip the insulation was found rubbed through, which is assumed to be the root cause of the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages such as a deformed rv shock coil, most likely resulted from the extraction procedure due to the tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 47 months, oversensing on the rv and ra channel was reported. Lead replacement is planned.